Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to an investigation by olympus trading (shanghai) limited, the user reported finding foreign material in the instrument channel. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. Based on the information provided by the user, the foreign material was black, so it is possible that the foreign material was not derived from the device, but from the accessory injection tube, silicone rubber product used in the endoscopy room, and the like. In addition, based upon the past similar cases, it is possible that the black foreign material of these origin accidentally entered the channel of the device, causing the reported event. However, the exact cause of the reported event could not be conclusively determined, because the details of the foreign material are unknown and no further information was provided. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. The repair to the device was canceled because there were no foreign objects in the channel of the device and the user requested that the device be returned. Therefore, no further information was provided. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus field service engineer was informed by the user facility that black foreign material was found in the channel during reprocessing and that the channel tube may be leaking or scratched. The device had been washed using a neutral protease and disinfected using hydrogen peroxide, in an automated endoscope reprocessor. The device was used twice a day at the user facility. There was no report of patient injury associated with the event.